Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had air/water leakages. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to a pinhole on the bending section cover. Additionally, it was observed that water tightness was lost due to deformation of the up and down knob. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the bending tube was deformed due to physical stress. It was also observed that the connecting tube had a wrinkle due to chemical stress. It was observed that the forceps channel port was shaved due to physical stress. It was also observed that the paint on the suction cylinder was peeled due to stress during reprocessing. Also, it was observed that the suction cylinder itself was shaved due to a handling issue. It was observed that the control unit had discoloration due to chemical stress. It was also observed that the image had a partially dark area due to a scratch on the objective lens causing a decrease in the light output. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: up and down knob, lock engagement knob, lock engagement lever, plastic distal end cover, connecting tube, objective lens, switch one, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, right and left knob, image guide protector, switch box, scope cover, scope connector, universal cord, grip and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material remained in the device. Olympus will continue to monitor field performance for this device.